Manufacturer narrative:
Reference (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-05358 and 0001822565-2017-05360. Product location unknown.

Event description:
It was reported that the patient underwent an initial right knee procedure. Subsequently, the patient was revised due to pain approximately seven years post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on medwatch # 1822565-2012-00719. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.